Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 10 months postop the initial right tsa, this (B)(6) y/o male patient presented for right shoulder pain following a forced movement requiring the shoulder (car mechanic). No history of other trauma; however, the patient does have a history of syringomyelia, osteoarthritis, and hypertension. Polyethylene disassociation confirmed on x-rays. Patient¿s right shoulder was revised. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a post traumatic event involving a reported ¿forced movement¿ that occurred while the patient was working as a car mechanic, which led to the humeral liner disassociating from the humeral tray.